Manufacturer narrative:
No UDI information is available due to lack of serial number. Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The customer representative (central supply specialist) informed arjo about an incident that occurred during a transfer to a wheelchair using a lift. The patient was positioned in a sling attached to the lift when one of the sling clips cracked and broke, causing the patient to fall. No injury was reported.